Event description:
In 2003, a 50-195-21, thread lock mandibular reconstructive plate was implanted in a patient in december 2003, a kls-martin company representative called in information that a 50-195-21, thread lock mandibular reconstructive plate had broken at the angle. The plate was spanning a bridge, and was removed. The plate was replaced with the same stock number plate. A graft was inserted in the voided area prior to implanting the new plate.